Event description:
Complaint was received in a batch report from the distributor on (B)(6) 2015. Caller alleged potential false negative consult diagnostics hcg combo cassette in comparison to a positive quantitative serum. On (B)(6) /2014, a (B)(6) female patient presented at 08:30 and tested negative on the consult diagnostics hcg combo cassette. The customer was unsure which lot number hcg3080079 or hcg3120003 was used to perform test. At 09:32, the quantitative serum hcg result was 216 miu/ml. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(6). The consult diagnostics hcg combo cassette lot# hcg3080079 referenced is being reported under a separate medwatch manufacturer report number 2027969-2015-00261 investigation pending.

Manufacturer narrative:
Investigation/conclusion:the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 20 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were positive at read time. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without a patient specimen for in-house analysis.based on the information available, there is no indication of a product deficiency and no corrective action is required at this time. This issue will be subject to tracking and trending.